Event description:
It was reported that the mpu was lighting up red and alarming. The cause of the mpu lighting up red and alarming was not identified. The patient was instructed to change the aa batteries and ensure all connections were correct. The patient ensured that the wall unit was plugged in securely to the wall and the power cord was plugged in correctly to the mpu but did not resolve the alarm. The patient reported that this alarm started while they were on battery power. The ac power cord was not loose at the wall outlet or at the back of the unit. It was reported that the mpu resolved the issue. The mpu was replaced in clinic. There has not been any alarms or issues with the new mpu and the new ac power cable.

Manufacturer narrative:
Section a: patient details were not provided. No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.